Event description:
The patient passed away from natural causes and no deficiencies were reported with the curonix products. The patient passed away on (B)(6) 2023.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident taking place before the implant of the device, using the waa during the incident, implanting the device at an off-label location, migration, puncturing bone or tissue inadvertently during the procedure, requiring medical intervention to prevent serious injury and implanting the stimulator too close to the targeted nerve have been ruled out as potential causes. No deficiencies of curonix products have been reported and the procedure was performed according to the IFU. Multiple attempts were made to obtain the waa for engineering investigation. However, the device was not returned. Therefore, the waa was not analyzed. The stimulator is used to treat pain. The cause of death is related to natural causes. The provided information does not evidence that the curonix device contributed to the issue (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.